Event description:
Reportedly, the ht50 ventilator ceased to function with "motor fault" message and high pitched continuous alarm during use on a pt. The pt was immediately switched to another ventilator. The ventilator was running on ac power at the time of the incident. Please note that there was no serous injury in this case.